Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a new implant was performed when it comes to this right ventricular (rv) lead, but pacing failure was noted due to high thresholds. A re- operation took place the next day to reposition this lead. Upon attempting to reposition the lead the helix did not extend thus the lead was explanted. Tissue was noted in the helix mechanism. A new lead was used. This lead will not be returned as it was disposed. No additional adverse patient effects were reported.